Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report a permanent out of range signal on (B)(6) 2014. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defect was found. Evaluation of the returned receiver confirmed a hardware error code which confirms the reported event of a permanent out of range signal. The root cause was determined to be a defective component in the receiver's printed circuit board. A CAPA has been initiated for this issue.

Manufacturer narrative:
(B)(4). The device has been received for evaluation and the data log was provided by the patient. The data was reviewed on 12/30/2014 and confirmed the reported event of permanent out of range. A follow-up report will be submitted once the evaluation is complete. A CAPA has been initiated for this issue.